Manufacturer narrative:
Visual inspection confirmed one ci-26 injector device box top label from lot h866002 was returned. The actual device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. However, the most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. This investigation is considered complete.

Event description:
It was reported the trailing haptic was cut at the hinge and the intraocular lens was not suitable for delivery. The incision was enlarged and the lens was removed with forceps. The lens was exchanged intraoperatively using a back up lens.